Manufacturer narrative:
(B)(4). Batch # t5ac2k. Additional information received: can you please explain how the stapler ¿misfired¿? Would not disengage while in the patient. Did the device lock-out (no staples deployed and no cut line started)? No. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Took surgeon awhile to unlock the stapler manually. He broke off the white cap. Or, did the device staple, but not cut the tissue? No. Did the device deliver any staples? Yes. If yes, were the staples deployed into the tissue formed in the proper closed b-formation? Yes. If the stapler did fire was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? Yes, couldn't unlock. Investigation summary: the analysis results found that one psee60a device was returned with the anvil bent upwards and with a gst60g cartridge reload loaded on the device. The cartridge reload was received partially fired 1/2. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a thoracoscopy procedure, the device misfired. Case completed with another device of the same product code. There were no patient consequences reported.